Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient faced an issue with infusion set cannula was bent. The issue was occurred on (B)(6) 2024. The blood glucose level was displayed as high and managed by correction injection via multiple daily injections (mdi). The insertion site was upper buttocks. The issue was occurred within 3 or more hours after insertion. The traces of ketone was found. The patient replaced infusion set and resume insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.